Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley exhibited no signs of arcing. Failure analysis investigation also found the following damages: there is a broken piece of yaw pulley where the conductor wire is broken. The broken piece measured approximately 0.040 x 0.037 and was not returned with the instrument. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. The distal end of the main tube had a scratch mark with light material removal and a rough surface finish. The scratch was short in length and not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunctions, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci pulmonary lobectomy procedure, a wire of the maryland bipolar forceps instrument was observed to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.